Event description:
Unsure of subject area: ventilator sn#: (B)(6) - waiting for details to be provided. Have requested for log files from customer, waiting for response. Will send through once we receive them. The basic situation is that a hamilton transport ventilator was set up with the colour coded flow sensor tubes reversed (blue to white, clear to blue). The ventilator still passed its pre use checks, including for the flow sensor. The bedside staff did not realise they had reversed the tubes and after 'successfully' completing the pre-use checks, the ventilator was used on a patient. The patient then rapidly deteriorated as the attending clinicians assumed the ventilator was not the issue - or at least that it was a problem of changing settings rather than faulty set up, which delayed returning them to their previous ventilator. Customer has asked to flag this incident and ask if: 1) any similar incidents (where tubes were reversed) been reported from other facilities? 2) if so are there any plans to introduce design changes to safeguard against this issue happening? I think in this situation there was a degree of operator error and issues with the troubleshooting process but that it's possible to reverse the tubes might be a vulnerability in the device.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation: it was reported the flow sensor tubes that connect to the flow sensor connection ports were reversed, and the ventilator was used on a patient; as a result, the "patient then rapidly deteriorated as the attending clinicians assumed the ventilator was not the issue - or at least that it was a problem of changing settings rather than faulty set up, which delayed returning them to their previous ventilator." The device passed pre ops checks successfully prior to ventilation. Additional information was requested to confirm patient harm or condition, but none was provided. Additional information was received that the patient was returned to their previous ventilator (removed from hamilton device) after the patient was found to be "deteriorated"; and that "reading through the report it does state that there was a flow sensor error, so it looks like the device alarms functioned as intended". Most probable root cause: device alarms ¿turn the flow sensor¿ or ¿flip the flow sensor¿ were not acknowledged. Correction: customer correspondence was sent to the partner to retrain the customer on device alarms ¿turn the flow sensor¿ or ¿flip the flow sensor¿ and to follow instructions to connect flow sensor tube connections correctly per the operator's manual for hamilton-t1.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Hamilton medical ag received the following description for the event: the ventilator device hamilton t1 was set up for transport with the color-coded flow sensor tubes reversed (blue to white, clear to blue) connected and passed the preoperational checks and was then connected to a patient. The patient health deteriorated rapidly and was therefore re-transferred to primary ventilator that was in use. Logfiles and further information about the tubing connection were requested for investigation.